Event description:
It was reported by the affiliate that during a laparoscopic right hemicolectomy procedure, the surgeon fired the ntlc75 on blue to form the trouser leg. The device was then handed over to be reloaded and the staple height was changed to the gold setting. The surgeon then proceeded to fire and then the gun hit a cross staple line in which the ntlc75 delivered three quarters of its staples then jammed on a cross staple. The surgeon then applied too much force and broke the firing handle. The solution was then to use a forcep to drive back the push rod as the firing handle was no longer attached. The ntlc75 was then able to be unlocked and another ntlc75 was opened with another reload sr75 to complete the firing. No adverse event happened and minimal delay (10 minutes) to the case timing and patient is fine. One device and one reload will be returning. (B)(4).

Manufacturer narrative:
(B)(4). Firing knob dislodged, damaged slip block assembly the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 57 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch record was reviewed and no anomalies were noted during the manufacturing process.